Event description:
Same case as MDR ID#: 2134265-2011-04457. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was gained via the arm. The 90+% stenosed target lesion was a tight restenosis of a previously implanted stent located in the mildly tortuous and non-calcified upper arm vein. The lesion was 1-2cm long and the vessel diameter was 6mm. First, the physician inflated the 4mm quantum maverick balloon and the balloon ruptured. The physician then inflated the 6mm x 4cm mustang balloon to 24 atms once, and the balloon ruptured circumferentially. When the physician attempted to remove the balloon he encountered resistance. The balloon was caught on the previously placed stent. The hub of the balloon was cut off. The physician then advanced a larger sheath around the balloon, however during advancement of the sheath approximately 50% of the balloon material separated from the catheter. The physician removed the rest of the balloon catheter, and a non-bsc stent was implanted to secure the balloon fragment between the two stents. No further patient complications were reported and patient status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). Weight: (B)(6). Weight (units): (B)(6). (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).